Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿battery model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2022 / serial #: (B)(4). UDI #: (B)(4). Device evaluated: no. Mfg date: 04-jan-2021 labeled for single use: no. Additional information has been requested regarding the products disposition of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent.

Event description:
It was reported that two batteries did not provide power and were not recognized by the controller in both power ports. The batteries will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: two batteries ((B)(6)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the batteries met all requirements for release. The reported event could not be confirmed as the units were not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Additional products: additional products: (B)(6)- battery. H6: FDA device code(s): a0705. H6: FDA method code(s): b17, b14. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental is being submitted for additional information. Product event summary: two batteries ((B)(6)) were returned for evaluation. Review of the manufacturing documentation confirmed that the batteries met all requirements for release. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the batteries revealed that the devices passed visual inspection. Functional testing revealed an enabled zero-volt charge (zvchg) field-effect transistor (fet) on each battery. The gas gauge is not programmed to use the zvchg fet, which indicates that the batteries unintentionally enabled the fet. The zvchg fet disables the charge and discharge fets, rendering the batteries unable to charge or provide power. As a result, the reported event was confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. (B)(6) and (B)(6) are in scope of fa1265, which was initiated for batteries with electrical faults. Additional products: (B)(6)¿ battery d9: yes, return date: 15-nov-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b01 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.